Event description:
It was reported the pt is unable ot communicate with her ipg using her external devices. Further investigation identified the pt has been dealing with other medical and personal issues and has not charged her scs ipg since (B)(6) 2013. An sjm rep confirmed the ipg will not communicate with external devices. The next course of action has not been determined.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.